Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the thigh on (B)(6) 2024, which is off label usage of the device. On the same day, it was reported that the patient would have been brought to the hospital, but no symptoms were reported. At the hospital the patient underwent surgery to remove the sensor wire and would have needed anesthesia and was given nurofen once. The sensor wire was successfully removed. The patient would have been in the hospital for a total of 5 hours. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl (B)(4)